Event description:
This pt underwent a robotic laparoscopic total abdominal hysterectomy. During the procedure, it was noted that the tip of the fenestrated bipolar forceps broke off in the pt. The broken off pieces were successfully located and retrieved.